Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek xs meter serial numbers (B)(4). At 1:00 p.m., a sample from the patient was tested using meter serial number (B)(4), resulting with a value of 4.7 inr. At 1:02 p.m., a sample collected from a different finger of the patient was tested using meter serial number (B)(4), resulting with a value of 2.4 inr. At 1:20 p.m., a sample collected from the same finger used to obtain the 2.4 inr value was tested using meter serial number (B)(4), resulting with a value of 4.4 inr. At 1:30 p.m., a sample from the patient was tested in the laboratory using the dade innovin reagent on a siemens ca 7000 instrument, resulting with a value of 2.4 inr. The laboratory value of 2.4 inr was believed to be accurate. Based on this laboratory value, the patient's warfarin dose was not changed on (B)(6) 2019. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient's current condition is fine. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is once per week. The patient did not have any hematocrit issues or antiphospholipid antibodies. The patient did not take heparin or direct thrombin inhibitors. The patient is not taking any new medications, has had no changes in diet, and has no additional illnesses. The patient had no bleeding or bruising. The patient did not have a special or unusual diet. The customer's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 361437) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meters and strips were returned for investigation. The returned meters and strips were tested in comparison to master lot strips using quality control material. Testing results: meter up01547894: qc 1: 1.2 inr, qc 2: 1.2 inr, qc 3: 1.2 inr . Meter up0719955: qc 1: 1.3 inr, qc 2: 1.3 inr , qc 3: 1.3 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.0 - 1.4 inr). All measurements were without error messages. The maximum difference between measurements was 4%. No information was provided that would point to a cause for the result discrepancy. The results alleged by the customer were not observed in the meter¿s patient result memory.